Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample and was reported to the physician in the ER. The system autorepeated the sample and the result was negative. This result was not reported to the physician. A ninety minute troponin was drawn and the result was negative. The result was reported to the physician and the first troponin result was questioned. The customer states that they did not see the negative auto repeat result until the physician questioned the original result. The original sample was then repeated and the result was negative. It is not known if pt treatment was changed or delayed. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive advia centaur cp troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.